Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event with bodily injury and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4). Was used for the bodily injury event, as there is no code available that best describes a nonspecific bodily injury. A follow up report will be submitted upon receipt of any additional information. This is one of two device reports associated with this event.